Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16mm-38mm x 3.0mm-3.5mm, eccentric target lesion contained between a 45 and 95 degree bend and was located in the moderately calcified left anterior descending (lad) artery extending to the left circumflex artery (lcx). A 38 x 3.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent was deformed. Subsequently, a 24 x 3.50 promus premier¿ stent was advanced but also failed to cross the target lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.